Manufacturer narrative:
Cmp-(B)(4). Concomitant products: m2a-magnum 42-50mm tpr insrt-6/ pn 139252/ ln 05770, m2a-magnum mod hd sz 44mm/ pn 157444/ ln 167810, m2a-magnum pf cup 50odx44id/ pn us157850/ ln 301780. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the location being unknown. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported in operative report notes that during a revision while removing the stem, the patient's femur fractured. The cortical bone was quite thin and there was a fracture of the greater trochanter as well as a fracture to the proximal femoral diaphysis. Cables were implanted to correct the fracture. Intraoperative x-rays show acceptable position of the hip replacement and femoral fixation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Design history records was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.